Event description:
It was reported that a CONTINU-FLO Solution Set with DUO-VENT Spike separated at the Clearlink "Y-site". The issue was identified in the intensive care unit (ICU) during discontinuation of the tubing following a levetiracetam infusion. There was no report of patient injury or medical intervention associated with these events. No additional information is available at this time.

Manufacturer narrative:
H4: The lot was manufactured April 21-22, 2026.A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.